Event description:
An initial notification of a prolonged hospitalization was received by united therapeutics drug safety on 19-sep-2025 from cvs specialty pharmacy and forwarded to millyard advanced medical products, llc, on (B)(6) 2025. It was reported that the patient was initially hospitalized to receive intravenous remodulin after choosing to remove their infusion set due to site issues. It was later stated that, despite recently receiving a new pump, the patient claimed to have no working pumps on hand, preventing their discharge from the hospital. No components or further information related to the reported event have been made available to millyard advanced medical products, llc, for additional investigation. Although no serious injury was reported, this event is being reported out of an abundance of caution.